Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5086mri45 lead, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that about three weeks after the implant procedure, the patient was admitted to the hospital with chest pain. An x-ray revealed a hemothorax and an echocardiogram revealed pericardial and pleural effusions due to a suspected cardiac right ventricular (rv) lead perforation. Chest drainage was placed and the patient was intubated. The physician decided to explant and replace the rv lead. No further patient complications have been reported as a result of this event.